Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred after the pump was submerged into a tub of water. Customer's blood glucose level was 150 mg/dl. During troubleshooting with tandem technical support, the customer connected the pump to a power source and the device powered on. Reportedly, the customer loaded a new cartridge and insulin delivery was able to be resumed.